Manufacturer narrative:
The account changed the communication cable and all other sidecom functions work, but the nurse call issue remains. Tech recommended replacing the sidecom board. The account replaced the sidecom board and the issue remains. Tech asked the account to isolate the pendant from the bed. The account stated that they have two pendants connected to the bed. Tech asked the account to solate each pendant one at a time. The account found that with the pendant on the left side of the bed disconnected the nurse call would operate. The account replaced the pt pendant to resolve the issue.

Event description:
The account alleged that the bed is not sending a nurse call when pressed. No injuries reported.